Event description:
Pt reported that the device generated an unclearable mechanical error. Additionally, pt stated that, at some point (date not provided), an insulin cartridge spilled into the device's cartridge compartment. Pt's blood glucose was not affected and no treatment was received.